Event description:
It was reported an issue with novosyn suture. The client reported that upon opening the packaging, it was discovered that the needle tip was bent. Additional information: the incident occurred during use, patient is not available, suture of natural childbirth wounds. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 11,916 units. There are no units in stock in b. Braun surgical's warehouse. Samples received: 1 opened and used suture (blood in the thread) with the tip bent. After removed the dry blood, we have found a lot of marks on the tip area (mostly inside and outside the curve). These marks seem come from a needle holder, they have different deepness, and they have different shapes. We can suppose that this needle was hold by the tip. The involved needle cannot be further analyzed. Please note that in the instructions for use of the product in precautions it is stated: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Therefore, we conclude that the complaint is not confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process, and the product was released fulfilling usp/ep and b. Braun surgical requirements. Moreover, needle bending strength of the needles during surgery were 36.208 nxcm and 35.894 nxcm and fulfilled the needle specifications for needle bending strength of 30.0 nxcm. Conclusion root cause analysis: the root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle holder was too close to the tip area. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.